Manufacturer narrative:
1. The customer returnd 1 photo, no actual samples. The photo shows a used sample with dislocated septum, exposed injection hole in catheter hub, and fluid flowing out of the injection hole. 2. DHR/bhr review(lot#2354411): 1)this batch of products were assembled at intima ii auto line 4 in january 2023, and packaged at r240 package line in january 2023. Work order quantity was 198,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained samples of the complained batch, no leakage is found, and no abnormality is found on the septum. Please see attachment for the test report. 4. The septum and the catheter hub are bonded by uv adhesive, and the adhesive is injected from the injection hole in the catheter hub. After the adhesive is dried, the visual inspection system conducts 100% inspection, and the system automatically identifies and removes defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when the gauge is changed. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows the indwelling needle leaking due to the displacement of the septum. The root cause of the displacement of the septum cannot be identified because the actual samples have not been received and the pressures applied when the indwelling needles were used are unknown. The plant will continue to focus on such defects. H3 other text : see h10.

Event description:
The head nurse reported leakage from the extension tube connected to the root of the indwelling needle. It was discovered during use that the affected number was 4. Photos can be provided. Samples cannot be returned. A complaint reply letter is required, a complaint acceptance letter is required, and a green claim is required.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported leakage from the extension tube connected to the root of the indwelling needle. It was discovered during use that the affected number was 4. Photos can be provided. Samples cannot be returned. A complaint reply letter is required, a complaint acceptance letter is required, and a green claim is required.